Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins) for unknown indication. It was reported there was a suspected overdischarge. The ins has not been used and likely not charged in 2 years. The patient had a cervical laminectomy 2 years ago which took away her pain, so she did not use the ins. The patient had a return of cervical pain a couple of months ago and wanted to use her stimulation again. The last successful recharge was about 2 years ago. The patient was redirected to their healthcare provider (hcp) to get the ins charge up again. Additional information was received from the patient via a manufacturer representative (rep) on 2019-nov-25. It was reported that a physician mode recharge (pmr) was performed three times but the patient had to stop charging to use the restroom. When the patient came back to charge, the implantable neurostimulator (ins) could not communicate with the recharger again. Also, the ins battery was in a bad location where the patient had difficulty reaching. The patient wanted the battery replaced to either a non-recharging ins to intellis. A follow-up appointment was being scheduled and it was unknown if surgical intervention was planned. Additional information was reported that a physician recharge mode (prm) was performed four times, and none of them were successful. The patient didn't want to proceed with starting the battery up and wants to proceed with a battery replacement. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) 2019-12-18. It was reported the patient's weight was unknown. It was unknown when the ins will be replaced. The ins was still implanted at the time of the report. No further complications were reported/anticipated.